Event description:
It was reported that the patient underwent a revision surgery approximately two (2) months post-op due to implant fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Exact implant date is unknown. The device was implanted in (B)(6) 2022. Report source - canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The nail was returned for investigation. It is possible to confirm the event, as the nail is fractured at the level of the hole where the lag screw is inserted. The outer surface of the nail is inconspicuous with very little signs of damage. Inside the hole for the lag screw, it is possible to see signs of wearing, probably coming from the lag screw contacting the surface. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Op notes of the surgery were not provided therefore it is not possible to assess the surgical technique. Complaint description reports a possible fall injury of the patient that led to the fracture of implant; however, the event is not confirmed. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.